Manufacturer narrative:
Device is expected for eval, but not yet returned. A follow up report will be submitted upon completion of the investigation.device is expected for eval but not yet returned. A follow up report will be submitted upon completion of the investigation.

Event description:
Pt required a revision surgery approx 3 years post op. Communication with arthrex rep indicates the trunion ball was found broken. The glenoid and the head were replaced during the revision surgery. This device is used for treatment.